Event description:
The user facility reported a patient noted as high risk percutaneous coronary intervention was on an automated impella controller (aic) for mechanical circulatory support. While on support, the aic experienced a battery failure with no resolution specified. No reported harm or injury to the patient.

Manufacturer narrative:
The investigation into the a/c power issue has been completed. The automated impella controller (aic) was not returned for investigation. According to the biomed contact, the issue has since resolved, and the account would not be returning the console. They have not experienced any further issues. The cause of the battery temperature high alarm was unable to be determined because the console and data were not returned for review. This report is being filed as part of a retrospective review of historical records.